Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A reporter/layperson possibly the patient's wife or daughter, spoke with a customer care advocate, cca, on november 18, 2007 regarding the patient's one touch ultra meter. This senior medical affairs specialist left two voicemail messages for, and has sent a letter to the reporter. The complaint is classified based upon the cca's documentation. Reportedly, the meter prompted error 2 at 5 p.m. In 2007, the patient took or was given his usual evening dose of 24 units novalog. At some point either after the error 2 and/or after the insulin injection, the patient began shaking. The reporter did not indicate whether the patient was treated to alleviate the symptom. On 11/18, the reporter informed the cca of the error 2 issue as well as new issue that developed at 9:45 a.m. Et, the morning of the call. Reportedly, the meter would not turn on with a test strip in order to perform a blood glucose test, but did turn on when pressing the power button. The patient took or was given 20 units of novalog, his normal dose of morning. Again, either after the power issue or after the insulin injection, the patient began shaking. Whether the patient was treated for the possible low blood glucose symptom, was not provided. The products were replaced. Because the patient reportedly became shaky (typically a symptom of low blood glucose) after the issues began, this complaint is classified as an adverse event.